Manufacturer narrative:
Concomitant medical products: 4087 lead, implant date: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) his bundle lead exhibited rising and high thresholds. The lv his bundle lead was explanted and replaced. No patient complications have been reported as a result of this event.